Event description:
It was reported by the affiliate that the (1) atb45 and the (1) tr45b were used during a wound resection procedure. It was reported that the device cut but the stapels were malformed and would not hold. The case was converted to a laparotomy. The complaint was reported to the regulatory body.